Event description:
As reported by the customer, one of the jaws of a biopsy forceps device was found to be loose upon rinsing after use in a patient. It was noted to have occurred while attempting to collect a biopsy sample. The device did not break off in the patient. During rinsing, the jaw separated. Another device was used to complete the procedure. There was no patient injury. The intended procedure was to collect biopsy samples from the right ventricle of the heart. For this procedure, a 7f biopsy forceps was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. It was confirmed that the jaws could open and close without difficulty before patient use. The tip was not reshaped in any way. As the device was inserted into the patient, it was confirmed the jaws were closed during insertion/advancement into the patient and there was no difficulty during advancement. The biopsy forceps behaved normally with good torquing response. There was no resistance/friction experienced with other devices as the biopsy forceps were inserted into to remove from the patient. The biopsy forceps were inserted into the patient 3 times, and collected 3 biopsy samples. The jaws were wiped between samples. While attempting to collect the third biopsy sample, one of the jaws became loose; however, it was noticed upon rinsing the jaws. There was no difficulty removing the device from the patient. The jaws did not break off in the patient. During rinsing, the jaw separated outside of the body. Unusual force or torquing was not required with the device during use. The device had not been torqued against resistance and the wire did not become fixed or caught at any time. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: after use in the patient, it was reported that one of the jaws of a biopsy forceps device was found to be loose and subsequently separated. The device did not break off in the patient therefore there was no reported patient injury. The intended procedure was to collect biopsy samples from the right ventricle of the heart. For this procedure, a 7f biopsy forceps was opened. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. It was confirmed that the jaws could open and close without difficulty before patient use. The tip was not reshaped in any way. As the device was inserted into the patient, it was confirmed the jaws were closed during insertion/advancement into the patient and there was no difficulty during advancement. The biopsy forceps behaved normally with good torquing response. Unusual force or torquing was not required with the device during use. There was no resistance/friction experienced with other devices as the biopsy forceps were inserted into or removed from the patient. The device had not been torqued against resistance and the wire did not become fixed or caught at any time. The biopsy forceps were inserted into the patient 3 times, and collected 3 biopsy samples. The jaws were wiped between samples. While attempting to collect the third biopsy sample, one of the jaws became loose; however it was noticed upon rinsing the jaws. During rinsing, the jaw separated. Another device was used to complete the procedure. There was no patient injury. Per norman noble report (B)(4): one jaw had been broken completely off as reported. There was a slight kink in the wire that could be felt to the touch but could not be captured on film. . Damage was found on the cutting edges of both of the jaws and scratches on the inside of one the jaws. None of these conditions are normal for this product. The packaging was not returned for investigation and although it was noted there was no damage to the device or packaging, (B)(4) would have taken a closer look to verify or not if there was in fact no damage present to the packaging as there was on the jaws and wire. A DHR review of job number 35064-1 was conducted through our erp system by (B)(4) where there were no anomalies found. This lot was assembled, labeled and packaged per all cordis specifications. It is highly unlikely this damage occurred at (B)(4). There is 100% visual inspection at final inspection and multiple 100% in-process inspections during the manufacturing and assembly process; therefore this damage would have been seen and scrapped. The parts are also 100% proof load tested and actuated several times for functionality prior to packaging to ensure proper function which ensures there is no breakage (separation) to the jaws or any other component of the unit. With this much damage present to the jaws and wire and one jaw being broken off, it is clear there was some sort of misuse. In conclusion; the DHR review revealed no anomalies and nothing that would lead to a root cause for this failure. In conclusion; the DHR review revealed no anomalies and nothing that would lead to a root cause for this failure. The reported complaint ¿jaws (biopsy forceps)/ separated¿ was confirmed due to the condition of the returned device upon receipt. The root cause could not be conclusively determined by (B)(4). Based on the information available for review, the device appeared normal prior to use in the patient. Procedural factors may have contributed to the reported event as evidenced by the damage on the jaws and the kink found on the wire during analysis. Neither the analysis nor the DHR suggest that the reported complaint could be related to the design and manufacturing of the device. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The device is available for analysis; however, the device has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.